Manufacturer narrative:
Results: the ace 68 was kinked approximately 48.0 cm and repeatedly kinked starting approximately 116.5 from the hub to the distal tip. Conclusions: evaluation of the returned device revealed that the ace 68 was kinked. This type of damage typically occurs due to improper handling during use. If the non-penumbra stent retriever is forcefully retracted inside the ace 68 during use, damage such as this may occur. The non-penumbra stent retriever mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, after making a pass with a non-penumbra stent retriever, the stent retriever became stuck within the ace68. Upon retraction against some force, the ace68 curled up; therefore the ace68 was removed. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64) and a new stent retriever. There was no report of an adverse effect to the patient.